Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that they received a motor error alarm 3 different times. Customer's blood glucose level was 82 mg/dl. Customer reported that insulin was squirting out during the manual prime process. Customer also had a compromised force sensor system alarm and the drive support cap was sticking out. Customer stated that the pump fell out of her pocket and there are cracks on the pump. There is a plastic piece that is broken off, a small crack, and scratches on the reservoir compartment, display screen, and next to the battery compartment and drive support cap. Customer can still read the screen. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.